Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt experience his charging system making a "rattling" noise in addition to overheating when charging his scs system. The pt was advised of charging recommendations, and a replacement charging system was sent to the pt. F/u identified the issue was resolved the replacement charging system.